Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that upon interrogation, patient had low output current. After running system diagnostics, all values were within normal limits. They ran diagnostics again, and again all values were within normal limits. It was reported that patient was seen in clinic and everything looks normal now. The provider will continue to follow the patient and will report any changes. Internal data was reviewed. Based on the internal data, no conclusion could be drawn as to the cause of low output current. The delivered output current was equal to the programmed output current on this day. Since the data was not from the day of event, further investigation is needed to get the data from day of event. No other relevant information has been received to date.

Event description:
Further review of the data revealed that a software error caused a false low output warning. There was a magnet diagnostic that is attempted at 11:48:02 amon the event date, but was not completed. When the faulted magnet diagnostic test occurred, it caused a low output current warning and since subsequent system diagnostic tests did not identify any issues, the low output warning message no longer appeared. The generator is functioning as intended.